Event description:
The customer reported via phone call that they received several lost sensor alarms. Custoemr's blood glucose was 138 mg/dl at the time of the event. Customer also reported their sensor cannula was not present when the sensor was removed from the body. The customer stated they properly inserted the sensor. Customer was unable to see the introducer needle when removing the sensor. The customer's sensor will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.